Event description:
It was reported that during a laparoscopic cholecystectomy procedure the cartridge fell off the device and into the abdomen as the surgeon was trying to staple a new device was opened to complete the procedure. There was no pt consequence.